Event description:
It was reported that during an unknown procedure, the trigger didn't release the stapler. No further information was available at this time. Another like device was used to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
(B)(4). The analysis results found that one ec45 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.